Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump seem to be randomly not working as it kept prompting, they changed batteries twice but power loss alarm occurred. Customer was able to successfully clear the alarm. Customer had received multiple power loss alarms when batteries were out of the insulin pump less than 10 minutes. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.